Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed but not replicated. System logs revealed error 1169 indicating usm2 cannula sensor error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar connector (acsc) printed circuit assembly (pca) and cannula flat flex cable (ffc) were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Failure analysis concluded that acsc pca and cannula ffc are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) went on site and powered system on and all universal surgical manipulators (usms) initialized except usm 2. Vision side cart (vsc) touchscreen showed image with message to remove cannula when there was no cannula on any usms. Fse attempted hard reboot with no changes. All usms except usm 2 would initialize. Fse unable to move cart and/or enable joysticks. Fse replaced usm 2 and issue corrected. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, one of the universal surgical manipulators (usm) on the patient side cart (psc) was stuck. A blinking arm was discovered after the patient was in the operating room and intubated, however ports were not placed. The procedure did not start, a time out had not been completed, so no incisions were made. The system had a message regarding cannula installation. Technical service engineer (tse) was called where tse was able to confirm an error 1169 in the logs on usm 2. There was no drape or cannula installed on usm2. Tse instructed customer to install and remove a cannula in usm 2, but there was no change. Tse walked customer through performing an emergency power off (epo) on the psc, but there was no change. Tse walked customer through performing epo of the psc with a cannula installed in usm 2, and there was no change. The surgeon needed all 4 arms for the procedure, so the customer switched out the psc from another operating room. The procedure was converted to another dv system and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the patient was already in the room and intubated when they discovered the arm was blinking. Verified that ports were not placed, stating: "we didn't start, no time out was done, so no incisions were made." Called technical support engineer (tse) and walked through all the recommended rebooting steps with no* improvements of the arm. Used another patient side cart (psc) from another operating room to complete the procedure without any issues. They got the arm replaced the same day.